Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.

Event description:
The pt developed a superficial and deep infection at the operative site (staph aureus). The tibial insert was removed, but was not replaced at this time. The pt will continue to take antibiotics until jan. 1998.